Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. The pump was programmed to deliver blood at a rate of 170ml/hr with a volume to be infused of 344ml and the delivery was started. Approximately 40 minutes later, the pump alarmed. At that time, the nurse noted that the bag of blood was empty and that the pump displayed a rate of 710ml/hr instead of the orginally programmed rate of 170ml/hr. The physician was notified and the pt was monitored. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.